Event description:
The patient¿s father reported that the patient¿s blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod on their leg for an unknown duration. When trying to give a bolus, the levels were not under control. Upon removal of the pod, the cannula was found to be bent and there was bleeding at the pod infusion site. There was no medical assistance required. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdown.omnipod software app version: 3.1.6.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.